Event description:
During training by a zoll medical sales representative, the device displayed "defib fault 72" and "pacer fault 116" messages. There was no pt involvement during the reported malfunction.